Event description:
It was stated that the customer had surgery and wore the insulin pump during and after the surgery. It was stated that the customer returned to the hospital with high blood glucose levels and went into diabetic ketoacidosis. It was stated that the customer was very groggy after the surgery and she probably did not check her blood glucose levels very often. No troubleshooting was done as the insulin pump was not present. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.